Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred after the customer attempted to reload the cartridge. Reportedly, the customer's blood glucose level was not impacted as the customer was on a saline trial. It was noted that the customer would meet with their trainer to get new cartridges and continue the saline trial.